Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the heart lung machine (hlm) batteries were dead. There was no patient involvement.

Manufacturer narrative:
The fsr replaced the batteries and performed release testing. The unit operated to the manufacturer's specifications. The device was manufactured prior to the UDI labeling effectiveness date, and therefore does not contain a UDI label, but the applicable UDI information associated with the device is (B)(4).